Event description:
ECG waveform missing. According to the report, "unable to view paddles waveform, screen displayed only dashed lines with "connect ECG electrodes" at the bottom of screen. Electrodes from lp500 AED were used originally. Analysis key pressed, device analyzed waveform, identified a shockable rhythm and started to charge. Attendant could not see waveform of paddles, entered manual mode and charge was dumped. Attendant removed the original pads and placed new pads on pt. Result was the same, could not observe paddles waveform. First responders from headingly used lp500 and shocked pt six times prior to the arrival of macdonald ambulance. No shocks administered by macdonald ambulance. CPR continued and pt transported to grace general hospital. Pt deceased. There were no reports of any adverse affects from the device use.

Manufacturer narrative:
Physio control evaluated the device and observed proper operation through functional and performance testing.